Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during fill three of four. The hp stated they disconnected from the patient line during use. The hp capped off the transfer set but not the patient line. The baxter technical service representative (tsr) instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting during use is a known cause of this type of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.